Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and oophorectomy ('oophorectomy-one side removal of ovary right side') in a 41-year-old female patient who had essure (batch no. 761435) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left tube was extremely severely angled, and it was extremely difficult to place the essure" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included dysmenorrhea (not recovered prior to essure), genital bleeding (recovered prior to essure), endometrial ablation, tubal ligation, multiparous, cesarean section and human papilloma virus infection. Previously administered products included for prevent pregnancy: iud in 2007 and iud from 2006 to 2007. Concurrent conditions included right oophorectomy since may 2015, menometrorrhagia, dysfunctional uterine bleeding, post coital bleeding, bacterial vaginosis, urinary frequency, femoral hernia, postmenopausal bleeding, vaginal itching, vaginal burning sensation, yeast infection, menopausal disorder and uterine bleeding. Concomitant products included clindamycin phosphate (clindesse), estrogens conjugated (premarin), fluconazole (diflucan) since 4-apr-2016, metronidazole (metrogel), metronidazole (metrogyl), nsaids since 12-jan-2011, paracetamol (acetaminophen) since 12-jan-2011 and terconazole. On (B)(6) 2011, the patient had essure inserted. In february 2011, the patient experienced pelvic pain ("pain/ pelvic area"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 5 months after insertion of essure. In july 2011, the patient experienced depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient underwent oophorectomy (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2018, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced complication associated with device ("began to experience complications"). The patient was treated with surgery (hysteroscopy endometrial ablation with novasure d and c on 26-jan-2011). Essure treatment was not changed. At the time of the report, the menorrhagia, oophorectomy, complication associated with device, pelvic pain, hot flush, vaginal haemorrhage, vaginal infection, depression, anxiety, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered anxiety, complication associated with device, depression, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, oophorectomy, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff had nova sure from dec-2007 to dec-2009 for prevention of pregnancy. On the patient's left side, the tube was also angulated so this was the reason the essure tube occlusion was extremely difficult and impossible on the left-hand side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and oophorectomy ('oophorectomy-one side removal of ovary right side') in a (B)(6) female patient who had essure (batch no. 761435) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left tube was extremely severely angled, and it was extremely difficult to place the essure" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included dysmenorrhea (not recovered prior to essure), genital bleeding (recovered prior to essure), endometrial ablation, tubal ligation, multiparous, cesarean section and human papilloma virus infection. Previously administered products included for prevent pregnancy: iud in 2007 and iud from 2006 to 2007. Concurrent conditions included right oophorectomy since (B)(6) 2015, menometrorrhagia, dysfunctional uterine bleeding, post coital bleeding, bacterial vaginosis, urinary frequency, femoral hernia, postmenopausal bleeding, vaginal itching, vaginal burning sensation, yeast infection, menopausal disorder and uterine bleeding. Concomitant products included clindamycin phosphate (clindesse), estrogens conjugated (premarin), fluconazole (diflucan) since (B)(6) 2016, metronidazole (metrogel), metronidazole (metrogyl), nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and terconazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain/ pelvic area"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 5 months after insertion of essure. In (B)(6) 2011, the patient experienced depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient underwent oophorectomy (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2018, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced complication associated with device ("began to experience complications"). The patient was treated with surgery (hysteroscopy endometrial ablation with novasure d and c on (B)(6) 2011). Essure treatment was not changed. At the time of the report, the menorrhagia, complication associated with device, pelvic pain, hot flush, vaginal haemorrhage, vaginal infection, depression, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge and oophorectomy outcome was unknown. The reporter considered anxiety, complication associated with device, depression, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, oophorectomy, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff had nova sure from (B)(6) 2007 to (B)(6) 2009 for prevention of pregnancy. On the patient's left side, the tube was also angulated so this was the reason the essure tube occlusion was extremely difficult and impossible on the left-hand side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: plaintiff fact sheet and medical records were received. Events per pfs: pain/ pelvic area, hormonal changes describe: hot flashes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal infection, depression, mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge and patient did not undergo essure confirmation test. Event per mr: the left tube was extremely severely angulated, and it was extremely difficult to place the essure. Lot number, medical history, concurrent condition and concomitant medication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and oophorectomy ('oophorectomy-one side removal of ovary right side') in a 41-year-old female patient who had essure (batch no. 761435) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left tube was extremely severely angled, and it was extremely difficult to place the essure" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included dysmenorrhea (not recovered prior to essure), genital bleeding (recovered prior to essure), endometrial ablation, tubal ligation, multiparous, cesarean section and human papilloma virus infection. Previously administered products included for prevent pregnancy: iud in 2007 and iud from 2006 to 2007. Concurrent conditions included right oophorectomy since (B)(6) 2015, menometrorrhagia, dysfunctional uterine bleeding, post coital bleeding, bacterial vaginosis, urinary frequency, femoral hernia, postmenopausal bleeding, vaginal itching, vaginal burning sensation, yeast infection, menopausal disorder and uterine bleeding. Concomitant products included clindamycin phosphate (clindesse), estrogens conjugated (premarin), fluconazole (diflucan) since (B)(6) 2016, metronidazole (metrogel), metronidazole (metrogyl), nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and terconazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain/ pelvic area"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 5 months after insertion of essure. In (B)(6) 2011, the patient experienced depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient underwent oophorectomy (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2018, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced complication associated with device ("began to experience complications"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and cystitis ("bladder infections"). The patient was treated with surgery (hysteroscopy endometrial ablation with novasure d and c on (B)(6) 2011). Essure treatment was not changed. At the time of the report, the menorrhagia, oophorectomy, complication associated with device, pelvic pain, hot flush, vaginal haemorrhage, vaginal infection, depression, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, bladder disorder, urinary tract disorder and cystitis outcome was unknown. The reporter considered anxiety, bladder disorder, complication associated with device, cystitis, depression, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, oophorectomy, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff had nova sure from (B)(6) 2007 to (B)(6) 2009 for prevention of pregnancy. On the patient's left side, the tube was also angulated so this was the reason the essure tube occlusion was extremely difficult and impossible on the left-hand side. Patient received treatment for pain, abnormal bleeding, bladder problems, urinary problems, bladder infections, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: bladder problems, urinary problems, bladder infections, uti and reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.